Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI #: (B)(4). This device is 2 of 2 devices involved in the event and it is unknown which device was difficult to insert and which experienced migration within the cup (reference 3002806535-2017-00023 & 00024).

Event description:
During the procedure, the acetabular liner would not lock into the cup. A second liner and locking ring were attempted, however, movement of the second liner within the cup was noted along the superior/posterior border. The acetabular cup was removed and replaced and the procedure was completed with no further incident. This resulted in a delay of approximately one hour.